Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-20587. It was reported surgical intervention was undertaken and the scs system explanted on (B)(6) 2013. The reason for the removal has not been confirmed; however, the pt was hospitalized with unrelated health issues and at that time experienced numbness of the front side of her legs. The physician opted to explant the system. No devices will return to the manufacturer.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.